Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check heater line alarm during fill 1 of 4 and the home patient (hp) stated he changed the cassette and was still getting the same alarm. The technical service representative (tsr) asked if the hp changed the bag when he changed the cassette and he stated no. The tsr explained the set was compromised and the hp cannot change just one part of the set up. The tsr instructed the hp to cycle the power. The tsr assisted the hp to end therapy and instructed the hp to start over with new supplies. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp) that changed out the cassette only, she was not made aware of the alarm or changing of the partial supplies. Ps advised the pdn that it is not recommended that the hp change out partial supplies due to contamination. The pdn understood. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error-reuse of single-use product is confirmed because the patient reported during trouble shooting of an alarm situation. The assignable cause is undetermined. Check heater line, patient only switched the cassette and reused the rest of the disposable supplies. A labeling review found the labeling to be adequate for the use/user error identified in this incident.